Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was treated with injection reflin (1g,14 days, frequency and route not reported) and injection tobramycin (40mg,14 days, frequency and route not reported) for peritonitis. The cause of the peritonitis was unknown. The patient did not require hospitalization. At the time of this report the patient continued on antibiotic therapy and was recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental report will be submitted.